Event description:
It was reported that the tip of catheter broke inside of a patient. We were able to remove the catheter, but not without causing extreme pain to the patient.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. It was found to be use error. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.